Manufacturer narrative:
Though this generator serial number was identified as part of a field action it did not test in accordance with that field action.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the atrial output connector was broken, the hanger assembly did not fold away flush into the case and the action was loose and that both wires on the liquid crystal display were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.